Event description:
Customer reported hospitalization due to kidney stones and a slow heart rate. Customer also stated that there are low battery issues with the insulin pump. The blood glucose at the time of hospitalization was 37 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.